Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 701 mg/dl, suspected cause was an occlusion. Customer attempted to address bg with a bolus via pump but went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin. Customer was release from the ER with issue resolve. During troubleshooting with tandem technical support (cts), the customer was using insulin and cartridge beyond labeling and was educated that humalog is labeled for 48-hour usage and cts confirmed the pump was functioning as intended.